Event description:
The user facility has reported two incidents involving epilepsy products. The incident reported herein indicates that a pediatric pt was under observation and the device was reading correctly. The pt underwent a re-operation to change some of the electrode grids. After the re-operation, the user facility reported that the 64-contact grid and cable getting artifact on nearly all of the electrodes. Further info reported by the integra product mgr confirmed that the electrodes were recording properly prior to the re-operation. After the re-operation blood was observed, filling the entire length of the "sealed" tubing, which indicates that during the surgery, the electrode was damaged and the tubing was "nicked." The introduction of fluid into the tubing could get into the connector causing the device to short-circuit by bridging the connector contacts thus contributing to the artifact reading.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.